Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 alarm that appeared on the homechoice during drain 2. The home patient (hp) was not connected at the time of the alarm however re-connected to the same supplies to continue therapy. The technical service representative (tsr) explained alarm and had the hp cycle power 2 times to clear the alarm. The hp wants to finish with manual supplies. The tsr advised the hp to call the nurse to notify her of the event. There was no patient injury or medical intervention indicated at the time of the initial report.